Manufacturer narrative:
The returned customer meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.3 inr and 2.4 inr. Donor hct: 44% and 43%. Donor #1: master lot: 3.3 inr. Customer strip and meter: 3.3 inr and 3.4 inr. Donor #2: master lot: 2.3 inr. Master lot: 2.4 inr and 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material met the specification. Relevant retention test strips (lot 119118-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.

Manufacturer narrative:
(B)(4).

Event description:
The customer received four questionable results from coaguchek xs meter serial number (B)(4). Of the data provided, only the result for one patient sample was discrepant. On approximately (B)(6) 2016 at 8:00am, the result from the meter was 4.5 inr. The result from the laboratory was 2.3 inr which was believed to be correct. The laboratory used the siemens dade innovin reagent. The erroneous result was not reported out to the doctor or medical professional caring for the patient. The patient was not adversely affected and currently felt fine. The patient did not have a known autoimmune disease, renal or liver insufficiency, and was not pregnant. The patient had no hematocrit issues, only takes coumadin, and does not suffer from antiphospholipid antibodies. The therapeutic range is 2.0-3.0 inr. The suspect meter and strips were requested to be returned. Replacement meter and strips were sent.